Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed visual inspection. It was further determined that device was received in optical used condition; the cutting tool coupling was unscrewed and therefore the angular gear was disconnected. During disassembly the bevel wheel was detected with a broken tooth. The slip clutch was tested separately and failed, it showed values between 1.05nm and 1.15nm. Water was detected inside the device. It was determined that the most probable cause for the found defect was due to normal wear over time, and the detected water could be related to improper reprocessing. It was further determined that the device failed pretest for general condition and check for the free movement. The assignable root cause was determined to be traced to environment, which is environmental conditions.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an open reduction internal fixation for the femoral diaphyseal fracture surgery, it was discovered that the radiolucent-drive device became hot. It was reported that on the distal femoral fracture with a retrograde intramedullary nail, the surgeon used the radiolucent drive. According to the reporter, although the patient was an elderly woman, her proximal bone quality was good and the cortical bone was also thick, so the surgeon could not keep drilling with the device. It was reported that the device became hot although the first hole was drilled. It was reported that there was no interference with the nails. It was further reported that the safety mechanism of the device worked, and it was idled. It was reported that the surgeon stopped using the device and waited for it to cool while closing other incisions. But eventually the device could not be used. It was reported that there was a thirty-minute delay to the surgical procedure and spare devices were used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.